Event description:
A pt reported blood glucose results of 14 and 38 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also alleged that the meter was reading not ok. Pt was unable to obtain a blood glucose reading. Customer service was unable to resolve the issue and sent pt a new meter. When a pt cannot obtain a test result it may lead to delay in treatment or treatment in the absence of a glucose value.